Manufacturer narrative:
(B)(4). The device history review for the product, hemolok xl clips 6/cart, 84/box, lot number 73c1500226 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the boss of the clip was broken during the operation. The doctor tested two clips neither would ligate normally. The patient's condition was reported as fine.